Event description:
A report was received that the patient's incision was not healing properly. The physician relocated the ipg to a new pocket site location. The patient is reportedly doing well following the procedure but the new pocket site continues to discharge. The physician will continue to monitor the patient closely.